Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient's receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed. A review of the shared log did not confirm the reported event of a loss of connection on the issue date. A root cause could not be determined.